Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Rupture noted to be of the left side. The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported rupture, side unknown. The device remains implanted.